Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the liquid-crystal display (lcd) monitor was tested. After the monitor was turned on, the power indicator was properly lit in green and without flickering as reported. However, there was no image display due to a defective quantum and bi board. In addition, impact on the lcd filter and broken/cracked frame were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that start up problem occurs occasionally with the high definition lcd monitor. The event was noted before and after operation. During a standard service inspection of the customer returned device, no image and printed circuit board failure were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.